Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer also received humidifier. An internal visual inspection of the device and humidifier was completed by the manufacturer and found contamination found on the exterior of device, the pca board, sd-card, as well as throughout the interior of device, inlets, and all seals of the device. Also found liquid ingress stains adding to the breakdown of the foam under the blower box, foam pieces throughout the blower box and motor inlet. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 32 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination found were external to the device, and liquid ingress stain and foam particles consistent with blower box. The manufacturer concludes there was evidence of sound abatement foam degradation.